Manufacturer narrative:
(B)(4). The device manufacturer and lot number of the j tube involved in this event was not provided by the complainant. Therefore, it is unknown if the tubing involved was the abbvie j tube. Conservatively, abbvie has chosen to report this event due to the potential that the j tube involved could have been the abbvie j tube. The lot number was not provided, therefore, a batch record review could not be conducted. A return sample evaluation was not performed because tubing was not returned. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2016, the patient had an endoscopy performed due to severe abdominal pain. The endoscopy showed gastritis, duodenitis, and a partial obstruction of the duodenum. The patient is still taking duopa, the physician has not determined whether or not to remove the tubing. The neurologist stated the patient developed a duodenal ulcer in (B)(6) 2016. Patient was hospitalized and treated with unknown antacids and bowel rest.